Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred over the last three months from the date the manufacturer became aware of the event.